Manufacturer narrative:
Zoll has not received the thermogard console (sn (B)(4)) for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
At an unspecified time during ivtm therapy, the thermogard console displayed tcmid:08 (coolant temp low) error message. The user was unable to clear the error message. The console was replaced and continued with ivtm therapy. No consequences or impact to patient.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed tcmid:08 (coolant diff failure) error message was confirmed during functional testing and based on the event log review. The investigation findings revealed a defective lm 34a/b temperature sensor likely due to a defective component, visual inspection of the console was performed, and no issues were observed. The event logs were reviewed and tcmid:08 error message was observed confirming the reported complaint. In addition, not related to the reported complaint, multiple tcmid:05 (coolant diff failure) error messages were also observed the thermogard xp ivtm system passed the initial functional testing, however during burn-in test the console displayed tcmid:08 and tcmid:05. The root cause for both the observed errors was due to the defective lm34a/b temperature sensor. The defective lm34 temperature sensor was replaced to address the issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).